Event description:
The patient was undergoing an egd (esophago-gastroduodenoscopy)for cryotherapy of a gastrointestinal bleed using the polar wand device. The patient had a distended abdomen and became pulseless. The patient received CPR and was admitted to the ICU. The patient was extubated and discharged home 24 to 48 hours later and is currently doing okay. It is uncertain if the device contributed to this event however there have been two other incidents with this device in approximately the last year. The past procedures were not all performed by the same physician.follow up reveals: this device was used for its intended use and the device reported was part of a system. Summary of biomed analysis: (1)the specifications in the user manual are virtually non-existent.(2)there is nothing about safety features or warnings to the user about the venting of gas.(3)the pressure gauge is not labeled and the regualator next to it can be inadvertently adjusted to the wrong pressure. (4)the electronics are poor quality and the low tank indicator light isn't working. (5) the pipe feeding the regualator is bent and somewhat kinked.